Event description:
The customer's mother reported via phone call that the customer had odd messages on the insulin pump. The mother also reported the insulin pump's screen was black. The mother could not troubleshoot at the time of the call. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.